Manufacturer narrative:
Approximate age of device- 3 years, 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported by the clinician that during a routine clinic visit a pump stop was noted in the patient's log file which the patient did not recall. Per review of the log file by technical services, a pump stop was confirmed on (B)(6) 2019. There was not enough evidence in the data to confirm the cause of this pump stop. Patient was not symptomatic and did not show any clinical signs of hemolysis or thrombosis. X-rays of the driveline did not show wire fracture. No additional diagnostic tests were performed. The cause of the pump stop was not determined. No treatment was rendered. The continued plan of care for the patient is routine monitoring. No additional information was provided.

Manufacturer narrative:
The report of a pump stoppage event was confirmed based on the submitted system controller log file. The center reported that the patient did not recall the pump stop occurring. Review of the log file confirmed a single pump stoppage on (B)(6) 2019. The event occurred during the only period of the log file where the system was operating on a power module. The rest of the log file showed the system operating on external batteries or the mobile power unit. The system resumed operating at the set speed following the event and appeared to function as intended during the following 26 days of captured data. The evaluation could not conclusively determine the cause of the pump stoppage. No further information was provided. The manufacturer is closing the file on this event.